Event description:
During evaluation of a returned homechoice device, an increased intra-peritoneal volume (iipv) event(s) was identified which occurred in the therapy initiated on (B)(6) 2013 at 23:03:58. During night drain cycle one, the patient's ultrafiltration reading was 1461ml, indicating the home patient (hp) drained 1461ml more than their maximum programmed fill volume of 2000ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. This complaint is an ancillary service event. The report of an increase intra-peritoneal volume (iipv) event was confirmed through an event history log review. The cause was a false empty was detected at the initial drain and the initial drain alarm volume was met. Should additional relevant information become available, a follow-up report will be submitted.